Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by the field clinical specialist (fcs), during a tavr procedure for a 26mm sapien 3 ultra valve, the valve would not pass the right external iliac during insertion despite multiple attempts. Due to concern that the valve could be damaged, the team decided to remove the devices as a unit and use a 16fr esheath. The valve passed easily and was implanted without issue. An angio of the iliacs post procedure showed no damage. Upon review of images provided, the valve frame was bent and the esheath liner was torn.

Manufacturer narrative:
Correction to h6 based on additional information received. The devices were returned to edwards lifesciences for evaluation. The devices were visually inspected, and the following was observed: two bent struts at the inflow of the crimped valve. Post-expanded valve: frame was slightly distorted, bent strut at c3 on the outflow, multiple struts exposed through skirt, but was normal after being crimped and used. The leaflets were wrinkled and dehydrated due to the storage condition (prolong crimping) during the return handling process. Due to the device return condition, no dimensional or functional testing could be performed. A device history record (DHR) review did not reveal any manufacturing nonconformance issues that would have contributed to the event. A lot history review was performed and revealed no other complaints relating to the reported event were identified. The 3mensio imagery and device imagery were provided by the facility and the following observations were made: the patient's right access vessel had presence of calcification, tortuosity, and undersized (minimum luminal diameter 5.5mm required per IFU), calcification and tortuosity on the patient's right access vessel. Post procedure device imagery was provided, and due to poor quality of image, observations on the valve was unable to be made. The instructions for use/training manuals were reviewed for guidance/instruction involving the sapien 3 ultra and commander delivery system usage. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. As reported, 'during a tavr procedure for a 26mm sapien 3 ultra valve, the valve would not pass the right external iliac during insertion despite multiple attempts. Due to concern that the valve could be damaged, the team decided to remove the ds, valve, and 14fr esheath'. Per 3mensio imagery, the patient's access vessel had presence of calcification, tortuosity, and undersize access vessel. The presence of calcification, tortuosity, and undersized access vessel can create a challenging pathway during delivery system advancement, and lead to resistance. Per training manual, 'push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification', 'if push force is high, consider slightly pulling back the sheath 1 to 2 cm while advancing the thv/delivery system', and 'do not over manipulate the sheath at any time'. It is possible that excessive force is applied to overcome the resistance during the delivery system insertion and resulted in the frame damage at the inflow. The bent strut observed at outflow was during device removal by engineering. The patients and/or procedural factors mentioned above, in conjunction with the exposed apices of the crimped s3u thv, may increase the rate of frame damage. A product risk assessment was previously initiated, and an CAPA has been initiated to capture further investigation and corrective or preventative action activities associated with insertion of commander delivery system with s3u through the esheath resulting in frame damaged. As such, available information suggests that patient factors (calcification, tortuosity, undersized access vessel) and/or procedural factors (excessive device manipulation) may have contributed to the complaint event. However, a definitive root cause was unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by the field clinical specialist (fcs), during a tavr procedure for a 26mm sapien 3 ultra valve, the valve would not pass the right external iliac during insertion despite multiple attempts. Due to concern that the valve could be damaged, the team decided to remove the devices as a unit and use a 16fr esheath. The valve passed easily and was implanted without issue. An angio of the iliacs post procedure showed no damage. Upon review of images provided, the valve frame was bent and the esheath liner was torn.